Event description:
It was reported that (1) prw35 was used during a total knee procedure. It was reported by the rep that when the hosp was using the skin stapler the staples became malformed soon after being fired. This resulted in incisional dehiscence (malformed staples are included without the product being returned). The incision had to be closed via suturing. There was extended or time by twenty minutes.